Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received two devices, opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of instrument 1. The broken needle was broken at the swage, the most fragile point of the needle. Instrument 2 was observed to have both blades bent. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for instrument 2. Sheering on the toggle switches was also observed for instrument 2. The broken needle was removed from the jaws of instrument 1. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for instrument 1. Due to one severely bent blade, no functional test could be performed without breaking the blade when being bent back into place. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy procedure, three handles were used before getting the fourth one to work. The needle was hard to load right out of the package. Once the device was in use, it was hard to toggle. The needles ended up popping out or breaking. The needles were retrieved from the cavity and the patient wasn't harmed. No adverse events have been reported.